Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low flow alarms. A specific cause could not be determined through this evaluation; however, it was communicated that the cause was concern for orthostatic hypotension vs seizures. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log files captured events from 29dec2024 through 31dec2024. Transient low flow alarms were captured on 29dec2024 and 31dec2024. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate 3 lvas IFU, rev. C and patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, it addresses pump parameters, including pump flow and pulsatility index (pi). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient had a syncopal event after standing and walking approximately 30 feet, associated with a low flow alarm. The patient denied any other alarms other than a low voltage alarm. Log files captured a several low flow events in the log with one on (B)(6) 2024 at 13:18 and a few on (B)(6) 2024 at 07:39 with flow noted as low as 1.4 lpm. Upon admission, echocardiogram (echo) showed that the left ventricle was severely dilated with a septal shift. The patient was given intravenous pyelogram (ivp) diuretics. Mean atrial pressure (map) was 82 in the emergency department. Batteries were brand new, and the patient stated that they had allowed the batteries run down until the notification from system controller. Low flows were concerned for orthostatic hypotension and seizures. No low flows were noted after initial event. There was no repeat echo since (B)(6) 2024, but patient condition improved with diuretics. The patient was discharged and seen again on (B)(6) 2025. There were only frequent pulsatility index (pi) events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.